Event description:
It was reported that the patient had spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 20722909.